Manufacturer narrative:
10/26/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The evaluation revealed that staples overcrimped due to application on tissue that was too thin for the staple size.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.